Manufacturer narrative:
Exemption number: e2015015.

Event description:
Os (B)(4) - the dentist reported the nonosseointegration of a dental implant, but did not provided further information about the case.